Event description:
It was reported the patient experienced a change in therapy effect. The hcp (health care provider) had a low index suspicion that there was a pump malfunction. The neurosurgeon wanted a side port aspiration test performed to rule out any issues with the infusion system; however, the correct needle was not available and the test was not performed. The patient had come in, ¿three days after¿ [pump implant date] on an unspecified date, with increased spasticity. It was previously felt that the patient was getting a response from the pump and was still seeing some relief. The hcp increased the patient¿s dose, and it had helped for a little bit, however the patient¿s tone came back. The hcp was still working on titrating the dose and felt like it was unlikely that there was an issue with the system. Hcp had plain films and it wasn't clear that the pump/catheter connection or the catheter tip in the c-spine were in the right place. The hcp wanted to get a spiral CT scan. The hcp indicated that the patient was still doing better than before the pump was implanted. The catheter dye study that was performed was inconclusive. The hcp aspirated 2-3 ml of fluid, and when the contrast was ¿flushed through¿ they did not see it go anywhere. The patient¿s dose was increased from 125 mcg/day to 175 mcg/day, and a priming bolus of 0.184 ml was programmed. The pump was delivering lioresal. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).